Manufacturer narrative:
Based on the claim against the product by the customer noting that an instrument broke inside a patient, an investigation is in progress to determine the cause of this reported event. An intuitive surgical, inc. (Isi) device has not been received for failure analysis investigation, and there has been no additional information obtained through multiple follow-up attempts. A follow-up MDR will be submitted if the instrument is returned (post-failure analysis evaluation), or if additional information is received.

Event description:
It was reported that during a da vinci-assisted surgical procedure, an intuitive surgical, inc. (Isi) instrument broke inside of the patient while the surgeon was using the instrument. A piece of the instrument broke off. All parts were retrieved with no impact to the patient. The procedure was completed. Isi made multiple follow-up attempts to obtain additional information. However, no further details had been received as of the date of this report.